Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found that would result in the needle deploying late. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported needle deploying late could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported.   Omnipod insulin management system ¿ user guide, model: ust400,  17845-5a-aw rev b 09/17.  Changing your pod,   chapter 3 / pages 33:  warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.   Changing your pod, chapter 3 / page 24: warnings: do not use a pod if it is past the expiration date on the package. For:omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was not worn and no high blood glucose levels were provided.